Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to an over delivery of insulin on (B)(6) 2018 with blood glucose of 177 mg/dl at the time of the incident. The customer was at 256 and dropped to 177 mg/dl within 30 minutes. The customer was given food and soda to treat. The customer experienced symptoms such as being clammy, disoriented, cold, and sweating. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was trying to do a set change for the first time and ended up infusing almost the entire contents of the reservoir, at least 2 days worth. The insulin pump will not be returned for analysis.